Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected about 15.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that there were cuttings in the insulation which resulted most likely from the explantation procedure. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the fragment did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
Ous MDR - boston scientific received information that the patient was admitted into the intensive care unit unconscious. The device was interrogated and there was a stored vt episode. It was noted that there was a vp marker followed by a vs marker in refractory shortly after the vp indicating positive rv contraction; however slightly delayed. Boston scientific technical services reviewed printouts which indicated loss of capture which maybe related to the patient's condition, medications, etc. Furthermore, indicated that the device appears to be operating normally and there is no indication of undersensing leading to inappropriate pacing, and no oversensing resulting in inhibition. The most likely cause for the observation was loss of capture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 11/7/2015 - the wrong evaluation codes were sent with the analysis. Updated the evaluation codes.